Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Reportedly, the issue was caused by debris inside the usb port of the pump. The customer's blood glucose level was 101 mg/dl. The customer successfully removed the debris and was able to charge the pump successfully.